Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor, and a high ketone level identified as dangerous by healthcare professional. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 10/30/22 with the issue resolved and no permanent damage. The customer alleged the pump "malfunctioned;" however, this could not be confirmed as customer declined further troubleshooting with tandem technical support (cts). Additionally, cts was unable to review pump data as the pump indicated a data log corruption. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged high bg issue was verified in the pump logs; however, functional/duplication testing was performed, and no failure was identified related to the reported issue. The failure investigation has been completed and the alleged data error alert issue was verified.